Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.